Event description:
It was reported that this right atrial (ra) lead was suspected to exhibit insulation breach as presence of blood was observed under the lead insulation during explant of the involved right ventricular lead. This ra lead was explanted and replaced with the same model. No additional adverse patient effects were reported.